Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken hanger assembly and additionally noted that the lower case and output connector assembly were broken, the display flex was creased, an error occurred and it was attributed to the main printed board being out of specification in an electrical manner and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned to have its hanger assembly repaired and for a test and calibration procedure. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.